Event description:
It was reported that the twist clamp separated from the main body of a transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye noted broken occluder legs beneath the twist clamp. The reported condition was verified. The direct cause was undetermined; however, due to the discoloration observed inside the twist clamp it is possible the set was exposed to a foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.